Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf impact code f08 is being used to capture the reportable event of prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a stricture performed on (B)(6) 2025. During the procedure, the nurse reported that the guidewire was unable to be removed from the duct. The physician was able to deploy two uncovered metal stents and then the guidewire appeared to become jammed. Multiple attempts were made to try to remove the guidewire, but it could not be removed. The patient was not discharged from the hospital and another procedure was scheduled to remove the wire. No further information has been obtained despite good faith efforts. The patient was reported to be stable.